Event description:
The contact stated, the customer tested his blood glucose and rec'd a reading of 59 mg/dl. Paramedics were called, and they tested the customer's blood glucose at 29 mg/dl when they arrived. The contact did not provide any more info about why paramedics were called or what type of treatment the customer rec'd. Attempts to contact the customer for more info were not successful. A check strip and control solution were sent to the customer for further troubleshooting of the system. No product will be returned at this time.